Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebq0600 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the patient's infusion, the limb on which performed the catheterization was swollen and painful, and the infusion was stopped. After going to the hospital's PICC outpatient department, the nurse opened the dressing and found that the oversleeve portion of the connector and the PICC residual segment 6cm were in vitro.